Manufacturer narrative:
A ge rep evaluated the system and replaced the key, and removed the broken part of the key. The system operates as intended.

Event description:
The customer reported the key broke off in the key switch, preventing the system from booting up. No pt injury was reported.